Event description:
Home patinent reported a leak near y-junction of ultra y-set tubing. Leak was noted during fill. Home pt discontinued and used and another set to complete exchange. Per home pt and health care professional, no injury resulted and there was no known medical intervention.